Manufacturer narrative:
Additional information: d4, d9, h3, h6, h10. D4 lot #: the suspect lot was h21e23022, manufacturing date of 05/23/2021, expiration date of 05/23/2026, and UDI # of (B)(4). H10: the device was received for evaluation. A visual inspection of the device identified marking on the tubing next to the cassette ports and tack weld. The sample was functionally (leak, clear passage and clamp function) tested with no issues noted. The reported condition was identified as surface markings. Surface marks are caused by the grippers during the automation assembly. The marks do not affect the functionality of the set. The set was found to meet product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspect lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6)2021, further described as "a month ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿leak was noted coming out of the tubing¿. This was identified during use of the device for automated peritoneal dialysis (pd) therapy. It was further reported that leak was coming out of a slit located on the middle lines, proximal to the cassette. It was stated the lines were immediately clamped after the leak was noticed and the patient went to their clinic to receive prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.